Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned due to high pacing thresholds and muscle stimulation. No additional adverse patient effects were reported.